Manufacturer narrative:
Device has not been returned for an eval at this time.

Event description:
Customer reported that they noticed a leak in the pressure tubing as it connects to the stopcock on the five gang manifold. Customer believes that the issue is due to tray being too tight in the package. The tube is reported bending at 90 degrees, causing the leaking.